Event description:
Reportable based on analysis approved on (B)(6) 2013. It was reported that crossing difficulty was encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 10x2.5 mm, eccentric and de novo target lesion was located in a mildly calcified and moderately tortuous poximal right coronary artery (rca). Following advancement of a non-bsc guide wire and a non-bsc balloon catheter, a 16 x 2.75mm taxus liberté drug-eluting stent was selected and advanced to treat the target lesion but felt resistance and was unable to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent moved on balloon and stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: a visual and microscopic examination found that the stent had moved 5mm distally on balloon. The stent was furthermore damaged at both ends, particularly at the proximal side where the stent was bunched up. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The tip was slightly flared. The hypotube was kinked at various locations along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).